Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was shut down. A technical support specialist (tss) confirmed the customer was owning the servers and operating system image. The tss advised the customer to follow up with their information technology team to determine the reason for the server shutdown. The customer granted permission to close the case. The system functioned as intended after the technical support specialist assisted the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the system was shut down. Customer requested to investigate why the server was shutdown. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.